Event description:
It was reported four years post op a lap gastric band procedure that was performed in a foreign country, the band was explanted due to erosion and infection. The pt returned to the us post op a port revision. During the surgery, the surgeon noted that the port and tubing have been removed, and the incision was closed. The pt was placed on antibiotics and kept for 23 hours observance and a swallow study.

Manufacturer narrative:
Date sent: 09/09/2009. Info anticipated, but unavailable at this time.